Event description:
Per the clinic, the patient was taken to the ER in (B)(6) 2014 (day not reported) due to an infection at the abutment site and was prescribed oral antibiotics. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.